Event description:
During paracentesis the catheter broke in the abdominal cavity. Catheter removal was attempted under fluoroscopy but it was determined that is was too deep to be removed by superficial incision. Surgical removal of the catheter was successful.